Event description:
It was reported that... "A pedicle marker broke inside l4 left side of patient. Broken pc. Was retreived and removed from patient."

Manufacturer narrative:
The device was not returned for evaluation since it was discarded. As a result the exact product reference and lot number could not be known which made a thorough investigation impossible to complete. Conclusion: the pedicle marker use is somewhere similar to the use of probes as their functions are similar. This is an instrument helping the surgeon to assess the direction of the pedicle, its integrity and length in order to determine the adequate screw size later on. In this event, it has been reported that a pedicle marker broke inside l4 left side of patient. Broken part was retrieved and removed from patient. The broken tip was therefore obviously not left in the pedicle, nor in the patient. No further adverse consequences besides 10 minutes additional surgery time were reported for the patient. The conditions in which the breakage occurred are not known. The instrument breakage is believed to be the result of the condition of use. Device was disposed of at hospital.

Event description:
It was reported that.. "A pedicle marker broke inside l4 left side of patient. Broken pc. Was retreived and removed from patient."

Manufacturer narrative:
This report is for a pedicle marker which broke inside the l4 left side of the patient. The broken piece was retrieved and removed from patient. There were no adverse consequences to the patient, besides a ten minute delay of surgery, reported. No product was received for evaluation since the hospital disposed of the product and the representative watched it go in the garbage. As the device is not being returned for evaluation and no lot number was provided, no device history record review can be performed. There is no further information available on this event, the investigation could not be completed and no conclusion could be drawn. No product was received as the hospital disposed of the product.